Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was variable. Also the impedance of the right ventricular defibrillation coil was beyond the expected upper range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered due to high right ventricular (rv) coil impedance. Review of performance data also indicated varying rv coil impedance. Follow-up information received from the clinic indicated that the patient had reported falling off a truck onto their chest and bumping their device site prior to hearing the alert tones. Isometrics and pocket manipulation showed varying and high rv coil impedances. The patient was referred to another physician in the clinic. The right ventricular (rv) lead remains in use. It was also reported that the right atrial (ra) lead had far field r-wave (ffrw) oversensing. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.